Manufacturer narrative:
The product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
A doctor reported inflammation following an intraocular lens (iol) implant procedure. The lens remains implanted and the symptoms are continuing. Additional information has been requested.